Manufacturer narrative:
This device used for treatment and not diagnosis. This report is for (2) 4.5 mm headless screws. The 510k# not available due to unknown part number. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Sales consultant reported a revision infusion procedure of headless screws. They were implanted on (B)(6) 2012, as part of a larger procedure. The sc reported that everything fused except the talar navicular joint, (nonunion). The surgeon removed two 4.5 mm headless screws that were intact on (B)(6) 2013 and revised the patient with 2.7 mm variable angle locking compression x-plate extra small, with four 2.7 mm va locking screws. No patient injury reported. The procedure was successfully completed. No delays in completing the procedure. The screws were removed with no difficulty. The items will not be returned as they have been discarded. This report is on two, 4.5 mm headless, unknown screws. This is 1 of 1 report for complaint (B)(4).